Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the event is considered to be a blurred image due to dirt on the lens surface. The exact cause of this incident has not been identified, but many complaints have been reported only in specific areas, suggesting that environmental factors may be making it difficult to remove dirt from the lenses. , based on current research, it is not considered to be due to manufacturing/design. If the lens is dirty and the range is limited, the inspection can be continued, and if the lens is very dirty, the lens can be removed and wiped. As for lens contamination, the symptoms occur immediately after use, so it is considered extremely unlikely that perforation or heavy bleeding will cause fogging and lead to serious events.

Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region ((B)(6)) involving pentax model ec38-i10nl. The information provided indicated that the device had blurry image during procedure. No additional information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.